Manufacturer narrative:
Complaint conclusion: after removal of a 9x80mm smart bil 80cm stent delivery system (sds), the operator noted there was difficulty advancing a balloon over the guidewire. It was discovered that there was a clear lumen, believed to be the inner lumen of the sds, left behind in the patient. It was snared out. There was no patient injury. The target lesion was located in the right upper arm fistula. There was a 70% stenosis in the basilic vein. It was not a chronic total occlusion (cto). The device or packaging was not damaged prior to use. The device was handled and prepped according to the instructions for use (IFU). There was no difficulty advancing the smart sds through the vessel and across the lesion. Force was not ever required when using the device. The stent delivery system did not pass through any acute bends and excessive torqueing was not required during advancement. All the slack was removed from the sds prior to attempting to deploy, and the user maintained a fixed inner shaft position during deployment. The hemostasis valve was opened prior to attempting to deploy the stent, and it was deployed at the exact intended location. The device was easily removed from the patient. There were no other cordis devices involved in the incident with the smart stent. Another balloon was used to complete the procedure, but it is not believed it was in the deployed stent.     The product was returned for analysis. One non-sterile pkg assy 9x80 smart bil 80cm sds was returned. Per visual analysis the inner member was returned out of the outer member and separated from the hub, and several kinks were noted along the inner member. Blood residues were noted in the inner member. No other discrepancies were noted. Per sem analysis the outer body revealed evidence of elongations and plastic deformation. The inner walls of the exposed edges revealed a peeled off condition. These conditions are related to pulling and stretching until separation occurs. No other anomalies were noted during the analysis. A device history record (DHR) review of lot 17471032 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.     The reported ¿inner shaft separated - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 70%) and procedural or handling factors of excessive force and stretching or pulling, as evidenced by the presence of kinks along the inner member and plastic deformations of the outer body and a peeled off condition of the inner walls during analysis, may have contributed to the event. According to the instructions for use ¿select stent size. Measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. Slack removal a. Advance the stent delivery system past the stricture site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target stricture site. Stent deployment a. Verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted stricture site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is deploying. Continue turning the tuning dial to cause further separation of the distal radiopaque markers until the distal end of the stent obtains full wall apposition. F. With distal end of the stent apposing the duct wall and continuing to maintain a fixed handle position, pull back the deployment lever to deploy the remainder of the stent. G. Deployment is complete when the proximal markers appose to the duct wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4).   The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removal of a 9x80mm smart bil 80cm stent delivery system (sds), the operator noted there was difficulty advancing a balloon over the guidewire. It was discovered that there was a clear lumen, believed to be the inner lumen of the sds, left behind in the patient. It was snared out. There was no patient injury. The target lesion was located in the right upper arm fistula. There was a 70% stenosis in the basilic vein. It was not a chronic total occlusion (cto). The device or packaging was not damaged prior to use. The device was handled and prepped according to the IFU. There was no difficulty advancing the smart sds through the vessel and across the lesion. Force was not ever required when using the device. The stent delivery system did not pass through any acute bends and excessive torquing was not required during advancement. All the slack was removed from the sds prior to attempting to deploy, and the user maintained a fixed inner shaft position during deployment. The hemostasis valve was opened prior to attempting to deploy the stent, and it was deployed at the exact intended location. The device was easily removed from the patient. There were no other cordis devices involved in the incident with the smart stent. Another balloon was used to complete the procedure, but it is not believed it was in the deployed stent.

Manufacturer narrative:
The device was returned for analysis. The device analysis and additional information are pending and will be submitted within 30 days upon receipt.